Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a portion of the quantum maverick balloon catheter with an unidentified guidewire, the product mandrel and balloon protector. The hub and portion of the hypotube were not returned for analysis. The tip, balloon, markerbands, shafts, and bonds were microscopically and visually examined. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. There were numerous kinks throughout the hypotube and shaft of the device. There was a complete hypotube separation 87cm from the distal end of the hypotube. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 23-jun-2017. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 3.5mm x12mm quantum maverick balloon catheter was advanced for dilatation. However, the device failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.